Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, capsular contracture baker grade unknown and lymphadenopathy.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown, ¿prosthesis materials on both sides are lobulated¿, ¿intracapsular minimal fluid", ¿millimetric size reactive lymph nodes" diagnosed via ultrasound. The device has been explanted.

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaints are: ¿ seroma: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ device wrinkling: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown, ¿prosthesis materials on both sides are lobulated¿, ¿intracapsular minimal fluid", ¿millimetric size reactive lymph nodes" diagnosed via ultrasound. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown, ¿prosthesis materials on both sides are lobulated¿, ¿intracapsular minimal fluid", ¿millimetric size reactive lymph nodes" diagnosed via ultrasound. The device has been explanted.